Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) level was 600 mg/dl. Customer performed a supply change to address the issue and went to the emergency room with small ketones. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.